Event description:
It was reported that stent damage occurred. During preparation it was observed that the 3.5x20mm omega stent was damaged. There were some messy wires with sharp parts, making the device unusable. The procedure was completed with another 3.5x20mm omega stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: lot # corrected from 15931389 to 15737550; device expiration date corrected from 06-mar-2016 to 07-dec-2015; device manufactured date corrected from 11-mar-2013 to 11-dec-2012. Device evaluated by MFR: visual and microscopic examination of the returned device revealed the balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were several rows of stent struts lifted and bent on the distal end of the stent. There was no damage to the stent delivery system. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation it was observed that the 3.5x20mm omega stent was damaged. There were some messy wires with sharp parts, making the device unusable. The procedure was completed with another 3.5x20mm omega stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to a marketed us device.